Event description:
Same case as 2134265-2008-02796. It was reported that post a coronary drug eluting stenting treatment procedure, late stent thrombosis and myocardial infarction occurred. The physician implanted two taxus express2 drug eluting stents, unk sizes to an unk vessel. Post stent implantation a late stent thrombosis and myocardial infarction occurred. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.